Manufacturer narrative:
Device analysis confirmed the complaint incident. The complaint report stated that a hair was found on the coil packaging. Visual examination noted that only the unsealed inner packaging containing the spiral tubing was returned for analysis. Microscopic examination found an eyelash on the outer tubing near the insertion point. Although this returned device failed to meet specification when received at the investigation site, a review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.

Event description:
It was reported that in preparation for a percutaneous transluminal coronary angioplasty procedure, foreign matter was found. On the packaging coil of the 2.50x8mm taxus libert drug-eluting stent delivery system, a lash was found. The 2.50x8mm taxus libert drug-eluting stent delivery system was used, and the stent was deployed inside the patient without consequence. Patient status was reported as 'ok'.